Manufacturer narrative:
(B)(4): the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. At the time of this report, the patient had not yet been hospitalized, but would possibly be admitted to the hospital for the peritonitis event. The cause of the peritonitis was not reported. The patient was treated with an unspecified intraperitoneal antibiotic for a one day dose (medication, dosage, and frequency not reported) for the peritonitis event. Three days after the initial receipt of this report, the patient began treatment with an unspecified oral antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was not recovered from the peritonitis event. No additional information is available.